Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received pump error alarm and power loss alarm. The customer's blood glucose was around 160 mg/dl at the time of incident. The customer also reported that there was another error on the insulin pump. The insulin pump will be replaced and will not be returned for analysis.